Manufacturer narrative:
The customer reported that the issue was user error. No repair details were provided. The customer reported that the equipment is functioning within manufacturers specifications. No part was replaced.

Event description:
The respiratory therapist reports high pressure alarms when using high flow therapy. The customer reported that the unit was in use on patient, but there was no patient harm reported. The unit was swapped out with no patient issue. The customer contacted product support and was advised to do a full performance verification test and address any issues found before placing back into service. Attempts to obtain further information are currently pending.